Event description:
It was reported that the patient has possible vocal cord paralysis (vcp) following vns generator replacement surgery, where the generator was programmed to previous generator settings. It was noted that the patient presented with hoarseness, and the hoarseness/vocal weakness was constant (i.e. Not associated with stimulation). It was suggested that it could have possibly been related to intubation however determined to not be the case as the ent implanting surgeon believes that the vcp is due to the vns stimulation. The plan is to disable the vns and wait, and no surgery has been reported to date. No additional relevant information has been received to date.